Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation and wire lumen. Microscopic inspection of the wire lumen identified a hole in the inner shaft 5mm from the distal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula of the forearm. A 4fr non bsc sheath was placed. A 6.0mmx20mmx80cm sterling¿ balloon catheter was advanced to the lesion. The lesion was dilated twice and the device was removed from the sheath. Angiography was performed and the physician then reinserted the device into the sheath for another dilation. A non bsc guide wire was inserted into the guide wire lumen of the device however, the guide wire protruded from the guide wire lumen of the balloon catheter. The procedure was completed using a 4x20mm sterling¿ balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that shaft perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula of the forearm. A 4fr non bsc sheath was placed. A 6.0mmx20mmx80cm sterling¿ balloon catheter was advanced to the lesion. The lesion was dilated twice and the device was removed from the sheath. Angiography was performed and the physician then reinserted the device into the sheath for another dilation. A non bsc guide wire was inserted into the guide wire lumen of the device; however, the guide wire protruded from the guide wire lumen of the balloon catheter. The procedure was completed using a 4x20mm sterling¿ balloon catheter. No patient complications were reported and patient's status was good.